Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non boston scientific right ventricular (rv) lead exhibited a jump in shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed troubleshooting options. The device remains in service. No adverse patient effects were reported.